Event description:
It was reported that the patient complained of being more short of breath after the device had been reprogrammed earlier that day. The device was reprogrammed a few days later and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4196 implantable pacing lead 2010 (B)(6); 6947 implantable tachy lead 2010 (B)(6). (B)(4).